Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of blood through a power injectable microbore non-dehp catheter extension set. This was noted at the start of a blood draw. The reporter stated that the set was connected to a bd vacutainer. The reporter further stated that there were no kinks or blockages noted. The issue was resolved by replacing the set. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 7 of 30.